Event description:
It is alleged that, "the patient underwent hip surgery in 2005". It is further alleged that, "in 2008, the implants failed".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.